Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that she gets a 100 points of difference between the sensor glucose reading and the blood glucose value. Customer stated that she receives calibration and sensor error alerts. Customer stated she is treating based on the sensor readings instead of the blood glucose value. Customer is not wearing the sensor anymore. Blood glucose value was 100 mg/dl. Nothing further reported.